Manufacturer narrative:
The representative sample that was returned was inspected for any damage to the catheter tubing & variation in the beveling profile which could cause leakage, however the sample did not show any evidence of damage on the catheter tube which could cause leakage at the penetration area. The team reviewed the process controls of assembly process. All process controls are in place and in working condition. Also, in process inspection and quality check, no damage catheter tube or blunt cannula had been found. Penetration test was performed to confirm whether there are any chance of damage to skin which could cause leakage at penetration area. Penetration force measured was found within the specification limit. There are also other factors involved during practices such as insertion technique, condition of skin, health of patient etc. For leakage at the penetration area through the venflon. DHR reviewed found no non-conformities. The defect is not verified.

Event description:
It was reported that bd venflon catheters are leaking from the point of penetration at the skin. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ catheters are leaking from the point of penetration at the skin. There was no report of exposure, serious injury, or medical intervention.